Manufacturer narrative:
(B)(4). The complaint states that the patient experienced hypoglycemia, resulting in mild seizure. It should be noted that diabetes mellitus is a known cause of hypoglycemia, resulting in seizure. Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: taking medications with acetaminophen (such as tylenol®) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced hypoglycemia, resulting in mild seizure. Sensor was inserted at abdomen on (B)(6) 2015. Patient's mother reported that the patient suffers from post athletic lag. Patient's mother reported blood glucose (bg) values were between 41mg/dl and 71mg/dl at the time of the event. Patient's mother reported seizure took place during the night. Patient's mother administered honey and frosting to raise (bg) values. Patient's mother reported patient taking acetaminophen, unspecified, at the time of the event. Patient did not require further medical intervention. At the time of contact, patient's mother reported patient's current condition as fine. No additional event or patient information is available.